Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), somnolence ("very sleepy"), arthralgia ("hips hurt"), pain in extremity ("lower back feet pain"), urine odour abnormal ("odd smelling pee"), rash ("rash on finger"), oral discomfort ("burning lip"), cheilitis ("inflamed lip") and rash macular ("little red dots sporadically on my body") and was found to have vitamin d decreased ("low vitamin d"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the genital haemorrhage, vitamin d decreased, arthralgia, pain in extremity, urine odour abnormal, rash, oral discomfort, cheilitis and rash macular outcome was unknown. The reporter considered arthralgia, cheilitis, genital haemorrhage, oral discomfort, pain in extremity, rash, rash macular, somnolence, urine odour abnormal and vitamin d decreased to be related to essure. The following information was received from social media hips hurt, lower back feet pain, odd smelling pee. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), somnolence ("very sleepy"), arthralgia ("hips hurt"), pain in extremity ("lower back feet pain"), urine odour abnormal ("odd smelling pee"), rash ("rash on finger"), oral discomfort ("burning lip") and cheilitis ("inflamed lip") and was found to have vitamin d decreased ("low vitamin d"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the genital haemorrhage, vitamin d decreased, arthralgia, pain in extremity, urine odour abnormal, rash, oral discomfort and cheilitis outcome was unknown. The reporter considered arthralgia, cheilitis, genital haemorrhage, oral discomfort, pain in extremity, rash, somnolence, urine odour abnormal and vitamin d decreased to be related to essure. The following information was received from social media hips hurt, lower back feet pain, odd smelling pee. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Event added- hips hurt, lower back feet pain, odd smelling pee. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), somnolence ("very sleepy"), arthralgia ("hips hurt"), pain in extremity ("lower back feet pain"), urine odour abnormal ("odd smelling pee"), rash ("rash on finger"), oral discomfort ("burning lip"), cheilitis ("inflamed lip") and rash macular ("little red dots sporadically on my body") and was found to have vitamin d decreased ("low vitamin d"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the genital haemorrhage, vitamin d decreased, arthralgia, pain in extremity, urine odour abnormal, rash, oral discomfort, cheilitis and rash macular outcome was unknown. The reporter considered arthralgia, cheilitis, genital haemorrhage, oral discomfort, pain in extremity, rash, rash macular, somnolence, urine odour abnormal and vitamin d decreased to be related to essure. The following information was received from social media hips hurt, lower back feet pain, odd smelling pee. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media report received.new event little red dots sporadically on my body was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and somnolence ("very sleepy") and was found to have vitamin d decreased ("low vitamin d"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the genital haemorrhage and vitamin d decreased outcome was unknown. The reporter considered genital haemorrhage, somnolence and vitamin d decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: reporter added. Event low vitamin d added. On 20-mar-2020: social media received. Case becomes an incident. New event added: medical device removal surgery was added, very sleepy. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.